Event description:
It was reported that during a sleeve resection procedure, after reloading the device, it did not fire. No pt consequences were reported.

Manufacturer narrative:
(B)(4). Evaluation summary: the analysis results found that one long60 device was returned in good visual condition with no cartridge present. However two cartridges were rec'd inside the bag cartridge b was rec'd void of staples and cartridge c was rec'd fully loaded with staples. The firing mechanism would not properly activate and the device anvil was manually disassembled from the device, upon further inspection of the anvil, a clip was found lodged behind the knife on the anvil knife slot, preventing it to return completely and not permitting the device to properly activate. Metal objects should be avoided as they can cause mechanical failures. As stated in the IFU: "caution: when placing the instrument on the tissue to be stapled, ensure that no hard obstruction (such as a clip) is included w/the tissue inside the jaws." No functional test could be performed due to the condition of the device. Cartridge c was loaded into a test device and it fired, cut and formed all the staples as intended. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.